Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 5.2 not detected on bus. A field service engineer cleaned out the drawer and reseated the row board cable the issue was resolved, the drawers were tested using the hardware test application, and no issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all half height cubie pockets in drawer 5.2 were not detected on the bus. The customer reported that the issue began while medications were being pulled that caused about 15 minutes of delay. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from main pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.